Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump have been returned and evaluated by product analysis on 08/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found record of loss of prime due to non-zero low force. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. The reported loss of prime issue was verified in the black box but not duplicate during the investigation.